Manufacturer narrative:
Samples were lithium heparin plasma that was centrifuged for 10 minutes at 3300. Sample was collected by emergency room nurse. Quality control was within the customer's established ranges prior to and after the erroneous results. A system check was performed on (B)(4) 2010 and again on (B)(4) 2010, both met specs. The physician questioned the results when the first and second samples results did not correlate. Customer stated the new lab policy is to analyze all accutni results in duplicate. The lab has been continually educating the hospital staff in proper specimen collection. On (B)(4) 2010, the field service engineer cleaned the inside of the reagent wheel, verified alignments and the ultrasonics. Ran a high sensitivity system check, which met specs. No hardware issues were noted. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt sample when using the access 2 immunoassay system. The initial test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results were reported out of the laboratory. Physician questioned the results and the pt was redrawn. Repeat analysis was performed in duplicate on the same access 2 immunoassay system. The test results were within the normal range. It is unk if there was any affect to pt treatment. No reports of death or serious injury as a result of this event.